Event description:
This device case which does not involve an adverse event, reported by a consumer, concerns a patient (age and origin unknown). The patient was taking an unspecified medication via a humapen ergo (teal with clear cartridge) for treatment of diabetes. It is unknown who operated the device, how long they had been operating the device or whether they were a trained user. The patient's medical history and concomitant medications are unknown. In 05/02 the patient reported that their humapen ergo had broken tabs on the clear cartridge. It was reported that the device was going to be returned however, the device was not received. It is unknown if the unspecified drug or use of the humapen ergo was continued or discontinued. Pharmaceutical delivery systems provided detailed analysis results in 08/02: the user of the device did not return their device to the maufacturer; thus a detailed investigation and analysis was not possible. Consequently, the accuracy of this complaint as to the device lot number, item code and condition of the engagement tabs cannot be confirmed. Update 08/02: pharmaceutical delivery systems entered results / conclusions on the suspect device page and updated the narrative and the coims-ii field. Update 08/02: date of reported to reflect source document. Added reporters intent to return pen. As per review. Update 08/02: pharmaceutical delivery systems changed to conclusion code from 70 to 68 to more accurately reflect that the device has returned but not received by eli lilly and company.